Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the heat exchanger was leaking. Additional malfunctions in the elbow for the heat exchanger was leaking.